Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress or device handling. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, the air/water channel was obstructed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found a gap of adhesive between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction (gap of adhesive) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the charge coupled device (ccd) cable was too short. A leak was found due to a perforation in the forceps/instrument tube. Due to damage of the ultrasound probe cable, the number of imaging element is out of specification. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. The up/down knob and right/left knob were out of specification due to wear of the angle wires. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The connecting tube and universal cord had buckling. Scratches were observed on the objective lens and the distal end. The control unit and scope cover had discoloration. The paint on the air/water cylinder and suction cylinder was peeled/worn. The elevator channel tee nut was loose.